Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition that the device does not work and only makes a humming noise was confirmed. An assessment was performed and it was determined that the device seized and would not oscillate when power was applied, and the unit failed the functional test check, the unit oscillated then stopped at the middle. During repair it was observed that the internal sub-assembly¿s components were corroded, there was an unknown debris, substance on the ball bearings, the needle sleeve was corroded, the thrust disk was worn on the set screw, and the guide full load shaft was worn. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse, and normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the battery oscillator device did not work and was only making a humming noise. During in-house engineering evaluation it was determined that the unit failed the functional test check as it would not oscillate but would oscillate and stop at the middle. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.